Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: (B)(4), implanted: (B)(6) 2006, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient stated that they no longer were receiving therapeutic benefit following a motor vehicle accident. The program stopped working and their low back pain returned. It was reported that the motor vehicle accident occurred a few months ago and they no longer felt stimulation with the program that they had set. X-rays of the leads were ordered and impedances were checked between the ins and leads. Contacts 1, 2, 4 and 7 measured 10,000 ohms. It was reported that there was a possibility that a lead revision will take place in the near future. It was indicated that reprogramming was attempted to recapture what the patient once had on the viable contacts. It was reported that the patient was not feeling the same areas covered. They stated that they would follow-up with their doctor in two weeks to assess if the program was going to work or not. It was reported that if the program does not help then surgical intervention will occur. The issue was not resolved at the time of the report. It was unknown if surgical intervention was planned at this time. No further complications were reported/anticipated. The event occurred in (B)(6) 2019. No further complications were reported/anticipated.